Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue after infusion set was changed. He stated that he had put the infusion set into his abdomen and everything was okay, but his blood glucose kept going higher and it got up to 600 mg/dl. He was not able to insulin, so he took it out, it was found that the needle was folded. Subsequently, as his blood glucose level was 900 mg/dl (at the time of the incident), so he went to the emergency room and stayed overnight. On (B)(6) 2020, at midnight he was admitted to the intensive care unit due to diabetic ketoacidosis and his blood glucose level were above 900 mg/dl. During hospitalization, he received insulin intravenously and was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.